Manufacturer narrative:
Philips service replaced the prop potentiometer, potentiometer assembly, and sensor fd20, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm was stuck in an extreme oblique position, and motorized movement failed on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.